Event description:
It was reported that during a prostate procedure, a fiber card reader error occurred/the fiber expired after minimum usage at 26,995 joules. The case was complete using a second fiber. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus and devitrification were also observed at the cap output window. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have been used on (B)(4) 2011 and expired - soft joule limited reached. The fiber card expires by design, with a soft joule / timeout limit if the surgical fiber is inactive for 30 mins. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.